Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition of "cord damage" was confirmed. During service the device was found with a damaged cord. If add'l info becomes available a supplemental report will be submitted.

Event description:
Report rec'd from (B)(6) requesting routine maintenance on a device. During servicing, the device was found to have cord damage. It is known that the device was not being used in surgery. It is also known that there were no injuries or medical intervention related to the event. No add'l info available.